Manufacturer narrative:
The reported event of failure to capture and failure to sense could not be confirmed. The reported event of high impedance was confirmed upon review of the device data. The device was above elective replacement indicator (eri) level when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The anomaly observed in the field could not be reproduced.

Event description:
It was reported that during the initial implant procedure, high pacing impedance, loss of sensing, and loss of capture were noted on the left ventricular channel. The device was explanted and replaced to resolve the event. The patient was in stable condition.